Event description:
Surgery was required to remove left knee patellar component. Area was eroded through the polyethylene down to the point where metal was exposed. The polyethylene was loose from the metal component underneath. Prosthesis was replaced with cemented polyethylene patella prosthesis left.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.